Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event on (B)(6) 2025 where infusion set tubing was detached from connector. The blood glucose level of the patient was high which was treated with correction bolus via pump. The issue occurred with one infusion set used for twenty-seven hours. The customer replaced infusion set and resumed insulin deliveries successfully. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted common device name under d2, model number, serial number, primary unique device identifier (UDI) number under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6006270, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6006270 was manufactured according to the work instruction (wi) version 112 and manufactured in the line inset 7 on 23/mar/2024, with a total of (B)(4) units. Glue tubing device history record (DHR) review: the lot 4c03220 was manufactured according to the wi version 62 manufactured in the machine sc01, on 23/mar/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned. No non-conformance (nc) raised during production related to complaint code, no thresholds identified for the lot in question and serious injury/death, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.